Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant products have been added as they should have been attached to the initial medwatch.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2018: patient underwent a right tka due to djd. The patella was resurfaced. Cement mfg is unknown. No reported complications. (B)(6) 2020: patient underwent a revision of the right tka due to pain. There was no cement adhered to the tibial component. The tibial insert and tray were revised. Patella and femoral component were retained with no alleged deficiency. Depuy revision implants placed on the tibial side. (B)(6) 2018. (B)(6) 2020. Right knee.